Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient. The root cause of the complaint cannot be determined.

Event description:
It was reported that treatment was performed for a ruptured anterior communicating artery (pericallosal) aneurysm. The patient had not been given anticoagulant medication before the procedure. A post-deployment angiogram demonstrated normal flow in the a-com artery; however, a clot was identified at the neck of the aneurysm and on the web device. A bolus of integrilin was administered and full flow was restored. There was no reported clinical sequela.